Event description:
Medtronic received information that 11 days following the implant of this transcatheter bioprosthetic valve, the patient developed right-sided numbness. A stroke was confirmed via computed tomography imaging, magnetic resonance imaging, and a neurological assessment. No treatment was reported for the stroke. Additionally, a thrombus was identified on the valve and an anticoagulant medication was initiated. No additional adverse patient effects were reported. Additional information was received that the ischemia resolved following the stroke, and the patient did not have any permanent impairment. Additionally, the thrombus was reported to be improved.

Manufacturer narrative:
Image review: no computed tomography imaging provided for evaluation, just two reports and a 3mensio video clip. Pre transcatheter aortic valve (tav) in surgical aortic valve (sav) case report review (dated 9-oct-2024): possible pannus/thrombus seen inside sav. Post tav in sav case report review (dated 23-oct-2024): large thrombus appears to originate approximately 3.8 mm from medtronic valve inflow, extending up approximately 16.1 mm. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 11 days following the implant of this transcatheter bioprosthetic valve, the patient developed right-sided numbness. A stroke was confirmed via computed tomography imaging, magnetic resonance imaging, and a neurological assessment. No treatment was reported for the stroke. Additionally, a thrombus was identified on the valve, and an anticoagulant medication was initiated. No additional adverse patient effects were reported.